Manufacturer narrative:
Product ID 3888-45, lot# v766315, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type lead; product ID 3888-45, lot# v766315, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type lead; product ID 3888-45, lot# v677811, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type lead; product ID 3888-45, lot# v645701, implanted: (B)(6) 2012, explanted: (B)(6) (B)(6) 2013, product type lead; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type extension; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2012, explanted: 2013, product type extension. (B)(4).

Manufacturer narrative:
Final analysis of the implantable neurostimulator revealed no anomaly. Final analysis of the four leads revealed that there were no significant anomalies, the lead bodies were cut through, and the products were segmented. Final analysis of the two extensions revealed no anomaly.

Event description:
Additional information showed the patient had their device explanted due to 'ineffective therapy.' The patient recovered without sequela.

Manufacturer narrative:
Concomitant medical products: product ID 3888-45, lot# v766315, implanted: (B)(6) 2012. Product type: lead: product ID 3888-45, lot# v766315, implanted: (B)(6) 2012. Product type: lead: product ID 3888-45, lot# v677811, implanted: (B)(6) 2012. Product type: lead: product ID 3888-45, lot# v645701, implanted: (B)(6) 2012. Product type: lead: product ID 37744, serial# (B)(4). Product type: programmer, patient: product ID 3708220, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 3708220, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension. (B)(4).

Event description:
The patient is scheduled for device explant on (B)(6) 2013. Additional information has been requested.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.